Event description:
It was reported that since (B)(6) 2012. The patient experienced recurring suppuration and sporadic bleeding. The patient received pharmacological treatment, which could stop symptoms for some days, and 6 surgical interventions to try to address these symptoms. In (B)(6) 2014, the granuloma was surgically removed and cartilage was put between the electrode and the inner ear. The suppuration then reappeared some weeks after. Device explanation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: based on the received information, the patient was explanted due to recurrent granuloma formation and infection. No device malfunction has been reported; additionally a review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. Device investigation revealed damages to the active electrode, which might have been related to the repeated surgical interventions applied during the time of implantation. This is a final report.

Event description:
It was reported that since (B)(6) 2012, the patient experienced recurring suppuration and sporadic bleeding in the ear canal. The patient received pharmacological treatment against infections, which could stop symptoms for some days. The patient underwent 6 cleaning procedures under general anesthesia in order to address this issue, which was diagnosed as being a granuloma. In (B)(6) 2014, the granuloma was surgically removed and cartilage was put between the electrode and the inner ear. The suppuration then reappeared some weeks after. Additional information stated that the patient was having benefit with the device up to (B)(6) 2014. The patient was explanted on (B)(6) 2015 and not reimplanted. Per latest information received, the patient reported no more issues after explantation. However, no allergy test against the implant components has been performed by the clinic.